Event description:
The customer reported that the system turns off (shut down). This resulted in an intermittent, recoverable loss of imaging functionality. This could cause procedural delays. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and found a broken connector, but no conclusion can be drawn as further repair information is not available.